Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an unknown procedure performed on (B)(6) 2025. During the procedure, when they went to close the clip, it misfired and was not able to be placed. In addition, the clip was limply hanging at the tip of the catheter and thus appeared bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.